Manufacturer narrative:
Brand name: unknown. Medtronic stent graft implanted. Endurant PMA number used for report. If information is provided in the future, a supplemental report will be issued.

Event description:
An heli-fx endo-system was used in a patient for the endovascular treatment of type 1 endoleak in an unknown medtronic stent graft on (B)(6) 2020. No additional clinical sequelae were reported.